Event description:
The hcp reported that there was an "apparent underinfusion" at first refill after pump replacement. The hcp expected to aspirate 4.9ml; actual reservoir volume was 39 mls. The patient receives lioresal 500 mcg/ml at a dose of 100 mcg/day. Interrogation was reported to be "normal" and no motor stall message was noted. Prior to replacement of previous pump, volume discrepancies had been notede-specific volumes not reported. The patient has not experienced withdrawal symptoms; "had her normal level of stiffness" when the discrepancies were noted. The home care nurse responsible for refilling the pump believes that there may be a catheter issue which may be contributing to the volume discrepancy. It is unknown if any troubleshooting is planned.